Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use discovered during power up that cardiosave intra-aortic balloon pump (iabp) power up fault code # 14. Upper display lcd also damaged. There was no patient involvement.

Event description:
It was reported before use discovered during power up that cardiosave intra-aortic balloon pump (iabp) power up fault code # 14 upon boot up and large black circular artifacts visible on upper display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b3, b5, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer inspected the device. After inspection, it was found that, the drive regulators required being recalibrated, the compressor output/performance tests were performed and the top display lcd assembly. Replaced. The device passed functional and safety checks and was returned to normal use.